Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a radical mastectomy, while on the approach on the pulmonary vein, the surgeon was able to press the green button and squeeze the handle but the device couldn't fire the device. They had to replace the device to complete the case. There was no patient injury.